Event description:
It was reported that leakage occurred during use with a protector p53j. The following information was provided by the initial reporter, "cytarabine leaked from the connection of the vial and the protector."

Manufacturer narrative:
H.6. Investigation summary: one sample was received for evaluation. Upon visual examination, no anomaly or leak was found therefore the leak between the protector and vial could not be verified. A device history record could not be evaluated as the lot number is unknown. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. Based upon the visual inspection of the sample received and the investigation, we were unable to determine the root cause for this incident. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and defect will continue to be monitored by our quality team. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a protector p53j. The following information was provided by the initial reporter, "cytarabine leaked from the connection of the vial and the protector."